Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 100% stenosed target lesion being treated was located in the moderately tortuous, severely calcified distal left circumflex (lcx) artery. When the physician inflated the 1.5x8mm apex balloon to 10 atms on the second inflation., it ruptured. The device was removed successfully and the procedure was completed with a different device. No pt complications were reported. Pt condition is reported as "fine".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4)